Event description:
It was reported that the patients right lead had high impedances which was discovered during a routine reprogramming session. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2317700. Model:sc-2317-70. Serial: (B)(6). Batch:7075799.